Event description:
A caller reported an issue with a cartridge alarm that occurred during the loading process. There was no adverse impact to the customer's blood glucose level. The customer was able to reload the same cartridge and resume insulin deliveries without further incident. Cts to replace pump. Customer will use a backup insulin pump for insulin therapy.